Event description:
A power source alert was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was using the tandem charging cable and wall adapter, but the pump did not begin charging after being plugged into a working outlet for at least 30 consecutive minutes. Since the caller had no alternative charging cable or wall adapter, technical support replaced the charging supplies to see if that would resolve the issue of the power source alert. No additional information was provided.